Event description:
It was reported that the laser device started smoking while preparing for a case. Smoke was coming out of the bottom of the laser and blowing in the fan and back. The physician completed the case with a turp. There was no report of patient and/or end user injury.